Event description:
Social media complaint - I just got stabbed by your needle putting the cap back on after giving my cat inulin. What the heck. (Screen shot in attachments) unable to contact this pet owner. Social media site owner asking tweet to contact our toll free number. Dc. Hello team, greetings! Please find the below consumer complaint received. Regards, antiban embecta customer support from: product complaints <productcomplaints@bd.com> sent: wednesday, november 6, 2024 9:25 am to: product complaints <productcomplaints@embecta.com> subject: fw: complaint via x post. Hello team, I hope this email finds you well. Please review the email below and kindly assist the customer. Thanks & best regards, karthick boopathi n (he/him) pms analyst complaint management productcomplaints@bd.com bd restricted from: zjqcmqryfpfptbannerstart this message is from an external sender this email came from outside your organization. Please do not open attachments or click links from unknown senders or unexpected emails. Please click report suspicious button to report any phishing or suspicious messages. Report suspicious <https://us-phishalarm-ewt.proofpoint.com/ewt/v1/a8r1wgmwyzm!rforbegd9edq9gmslydklo_fll4hctf7ochfeurytl6j0qu9okj64uhkpckj4o4cykza-naoyg0zfsl5zloe6fv3ztraxlkiucwjphwyvqrh4d2g5uybcom5yjmpjlwfgmble_w4iljvwvecobu$> zjqcmqryfpfptbannerend. Hello team, I hope this email finds you well. Please review the email below and kindly assist the customer. Thanks & best regards, [cid:image001.png@01db2fcd.54724e20] karthick boopathi n (he/him) pms analyst complaint management productcomplaints@bd.com<mailto:productcomplaints@bd.com. Bd restricted from: anne carlantone <anne.carlantone@bd.com<mailto:anne.carlantone@bd.com>> sent: tuesday, november 5, 2024 12:01 pm to: productcomplaints <productcomplaints@bd.com<mailto:productcomplaints@bd.com>> subject: complaint via x post. Hello. We just picked this up in monitoring. Someone says they stabbed themselves in the finger with a needle that went through the cap. We have responded and asked them to contact the product complaints email. Bd restricted ******************************************************************* important message for recipients in the u.s.a.: this message may constitute an advertisement of a bd group's products or services or a solicitation of interest in them. If this is such a message and you would like to opt out of receiving future advertisements or solicitations from this bd group, please forward this e-mail to optoutbygroup@bd.com<mailto:optoutbygroup@bd.com>. [Bd.v1.0]. ******************************************************************* this message (which includes any attachments) is intended only for the designated recipient(s). It may contain confidential or proprietary information and may be subject to the attorney-client privilege or other confidentiality protections. If you are not a designated recipient, you may not review, use, copy or distribute this message. If you received this in error, please notify the sender by reply e-mail and delete this message. Thank you. ******************************************************************* corporate headquarters mailing address: bd (becton, dickinson and company) 1 becton drive franklin lakes, nj 07417 u.s.a. The information contained in this e-mail is confidential and/or proprietary to embecta corp. And/or its subsidiaries and is intended to be received by the individual or entity named above for limited use, without copying, forwarding, disclosing or otherwise transmitting this message to any other party. If you received this message in error or are unable to acknowledge and protect the confidential/proprietary nature of its contents, please notify the sender by reply e-mail and delete this message.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.